Event description:
The user facility reported that during a patient procedure the table articulated without operator intervention. No injuries or procedural delays/cancellations reported.

Manufacturer narrative:
A steris service technician inspected the table and found the table shroud assembly to be badly damaged. All controls were not working due to table articulations with items stored on the base of the table. The operator manual states (pp.4-7), "never store the foot control (or any other objects) on the base of the table". The steris service technician confirmed that the warning label "do not place items on the table base" was present on the table subject of the reported event. The technician replaced shroud column covers, brackets and override control and switch assembly. The technician tested the table and found it to be operating properly. The table is not under steris service contract and is serviced and maintained by the user facility. Steris will conduct in-service training on (B)(4) 2013 on the proper use and operation of the table.